Manufacturer narrative:
The reported event of loss of capture and failure to fixate was not confirmed. The lead was returned for analysis. Visual examination found no anomalies.

Event description:
It was reported that during implant procedure, patient's new lead exhibited loss of capture. The lead was not able to be implanted. The lead was not installed and the procedure was completed using an alternate lead on 30 nov 2023. There were no patient consequences.